Event description:
It was reported that during an ercp procedure for treatment, the wire of the rx sphincterotome broke and the duodenal wall of the pt was punctured. During follow-up with the doctor who performed this procedure, it was reported that while increasing the current to the device, the wire broke and when he pulled the device out it lacerated the pt. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the produt was not returned. Company is unable to determine the relationship between the device and the cause of this event without the product.